Manufacturer narrative:
Corrections/updates were made to: g4, h3, h6 (method, results, conclusion) and h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/13/2019 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received an error code when plugged in. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an error code when plugged in. No patient involvement was noted.